Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had minor scratches on lcd window.

Event description:
The customer reported that the insulin pump had keypad anomaly. Customer stated he was trying to enter his carbohydrates and the buttons kept going. Troubleshooting was done. Customer's blood glucose was 216 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).